Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information noted the ble issue persisted. The clinic was informed. No intervention was performed. There were no reported patient consequences.